Manufacturer narrative:
Continuation of d10: product ID: {d-evprop-2329}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}; implant date: {non-implantable} a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, the patient's anatomy was in-between the recommended sizes for a 29 millimeter (mm) valve and a 34 mm valve. It was ultimately decided to proceed with a 29 mm valve. Following insertion of the delivery catheter system (dcs) into the patient, two recaptures were performed for unspecified reasons. Following the second recapture, infolding was identified. Subsequently, the valve was recaptured, and the system was withdrawn from the patient. A 34 mm valve, dcs and cls were opened, and the 34 mm valve was implanted successfully. No patient complications were reported as a result of this event.